Event description:
A medical technician reports during refractive surgery, the system displayed an out of high voltage range message. The ok key was depressed and the procedure was completed with no harm to the pt.

Manufacturer narrative:
During the onsite investigation, the field engineer (fe) measured the high voltage at the laser's maximum, 100%, noting that the output energy was too low. The fe determined that the error message received by the customer was due to a faulty laser head. The fe also noted that the customer has had their system serviced by a third party repair service. The root cause was a faulty component, specifically a faulty laser head. (B)(4).